Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the patient interface was not working properly. There was no patient impact or injury.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Correction: this event is a duplicate to the event reported under regulatory report# 1045254-2019-00354. Further supplemental reports will be reported in pt. Identifier: (B)(6). If information is provided in the future, a supplemental report will be issued.